Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: the device associated with this report was returned for analysis. After physical review of the part, complaint allegation is confirmed. Assembled o-ring is missing from the device. And it was not returned for examination. Also it was observed, a chipping at two of the punches. Depuy synthes considers, the investigation closed at this time. Should additional information be received, the information will be reviewed. And the investigation may be re-opened as necessary. Device history lot: a manufacturing records evaluation (mre) was not performed, since a valid finished good lot number was not provided for this device.

Event description:
Scrub nurses during set up of instrument that the rubber insert inside the instrument was missing. This was noted before the surgery started. The case was completed with a like instrument. No pieces were left inside the patient.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.